Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. Manufacturing site: (B)(4). Manufacturing date: 07january 2015. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: the drill bit is in a very bad condition; the cutting edges have nicks all over and are completely blunt. The shaft has clearly visible stress marks above the cutting flutes and the shaft is slightly bent. The cutting flutes are badly damaged, which makes a verification of the dimensions impossible. The damages were obviously caused post-manufacturing; the damages at cutting edges are a clear indication of a metallic contact during drilling. The slight bending in combination with the stress marks at the shaft indicates an excessive lateral contact, possibly with the sleeve. No manufacturing related issue could be detected and the complaint is unconfirmed for the drill bit as it afterwards cannot be defined when and where the damages occurred. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a distal humeral fracture surgery was conducted with the reported plate and screws on (B)(6) 2015. The surgeon tried to lock the second distal hole of the reported plate with the reported screw on the surgery; however, it was not locked. Then, the surgeon tried to lock the third distal hole with the reported screw, but it was also did not lock. Eventually, the surgeon used another plate (medial plate with extension) to complete the surgical operation; the initial screws were not inserted successfully either. The surgery was extended for thirty (30) minutes. No patient harm was reported. This is report 5 of 5 for (B)(4).